Event description:
Patient was placed on intra-aortic balloon pump (iabp) ce#92470 and pumping started. After 5 minutes, the pump stopped shuttling gas and the alarm stated on the monitor "system failure". The electrocardiogram (ECG) and pressure monitoring were both still visible on the monitor. The iabp would not allow them to silence the alarm, restart the pump, or to access the help menu. They took the iabp from the catheterization lab and exchanged the equipment with no harm to the patient or further complications.